Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, the notch/bearing impactor broke off. However, the broken piece was not returned for investigation. The cause remains undetermined. Functional test was not performed due to the damage to the device.

Event description:
On 4/17/2023, it was reported by a sales representative via sems that an ar-613-98 ibalance tka small impactor broke in half and (qty. 2) of an ar-623-3 ibalance tka torque driver was twisted. Another ar-613-98 ibalance tka small impactor was used to finish the case without further incident, and no pieces were left in the patient. Another ar-623-3 ibalance tka torque driver was also used to complete the case. This was discovered during an tka procedure on (B)(6) 2023, with no patient effect reported.